Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint of ¿no image displayed¿ was confirmed. The device was visually inspected, and found that there was no image due to a faulty cable unit. The listed part was replaced. The device is fully functional, and returned to the user facility.

Event description:
It was reported that the camera head switches were not functioning as intended. There was no signal when plugged in. The representative thinks there is a possible issue with the processor based on conversation with the user. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07146. A review of the device's history was reviewed which indicated the device was last serviced via repair on may 14, 2020. The original equipment manufacturer (OEM), performed a device history record review and no abnormalities were noted. No device was returned to the OEM, however, an investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. It was presumed that no endoscopic image appeared because a video signal could not be transmitted to the processor due to cable damage. The cable damage was considered to have been caused by user handling. Olympus will continue to monitor the field performance of this device. To mitigate the risk of cable damage, the instructions for use provides the following: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.